Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
The patient's wife reported that the patient's first implantable drug infusion pump had a failed battery. According to device registration, the pump had been implanted for 59 months. The pump had been implanted to treat non-malignant pain. The pump was replaced, as the patient was approaching a second pump replacement due to pending battery end of life. It was noted the patient was unable to handle the pain again due to dementia. The drug being delivered by the pump at the time of the failed battery was unknown. The following information was unknown at the time of initial report: event date, battery related troubleshooting, battery failure cause, event resolution, and drug related information. Follow up was performed to collect the missing information.